Event description:
The patient reports that they think their implantable pulse generator (ipg} isn't working. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).